Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 55840006550, 510k# k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent posterior lumbar fusion surgery at l4/5 and transforaminal lumbar interbody fusion surgery at l5/s using screw. Reportedly, post-op, the screw became loose. Hence, revision surgery was performed in which the pedicle screw at s1 was replaced with the sized up pedicle screw and then iliac bone was transplanted.